Manufacturer narrative:
Conclusion: the medtronic tissue bioprosthetic heart valve product manufacturing processes involves a series of tissue treatments to fix the tissue and to reduce the bioburden level prior the terminal sterilization step to yield a sterile product. The tissue processing for tissue heart valve product structures includes a series of bioburden reduction processes which were designed and validated to inactivate all known fungal or mold species. The terminal sterilization process is validated using bacillus atrophaues atcc 9372, as recommended under iso 14160:2011. The efficacy of the process to inactivate the fungal or mold species is demonstrated in the last bioburden reduction process for the tissue heart valve products whereby the process was challenged with 106 cfu of mycobacteria species and bacillus atrophaeus atcc 9372 (aka bacillus subtilis var niger) at worst case conditions (minimum glutaraldehyde concentration at half the exposure time). The validation studies demonstrated that a sterility assurance level of 10-6 or better will be met against mycobacteria and bacillus species. It is assured that this type of organisms would be eliminated prior to the terminal sterilization process. Additionally, acceptable sterility testing result is a requirement for finished product release. Based on the DHR review of this product, there was no issue identified regarding manufacturing and sterilization (raw materials, manufacturing time period, packaging and labelling, or sterilization load) that would have impacted this event. Hence, the controls and microbial monitoring programs in place will further minimize the risk of microbial contamination. Therefore, it was unlikely that the endocarditis originally came from the device and/or manufacturing valve process. Based on the received information, the endocarditis could potentially be caused by the patient medical history, including intravenous (IV) drug abuse.

Manufacturer narrative:
Medtronic received additional information that this device was explanted and replaced due to a recurrence of fungal prosthetic endocarditis; the organism was identified as candida tropicalis. There were no adverse patient effects from the replacement procedure. The device was likely discarded following its replacement and will not be made available for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year, five months post implant of this 33 mm bioprosthetic mitral valve, this valve was explanted and replaced with a 29 mm mitral valve. No failure mechanism and no other adverse patient effects were reported.